Event description:
Patient reported after implant of the lap-band system, patient was "having problems fairly early on." Patient symptoms included "esophageal spasms", "band being too tight, heartburn, sore throat, acid reflux, etc. It began getting worst." Patient had an "emergency room visit...where a piece of chicken was stuck in [their] band. Initially [the patient] had a tube stuck down [their] nose and throat to try to get it out with a vacuum, [patient] jumped up and down, and ultimately had to go to the emergency room and have a gastro up and down, and ultimately had to go to the emergency room and have a gastro [physician] knock [them] out and pluck it out." Patient stated the experience caused "anxiety to eat because [the patient] never knew what would happen. "Patient later had the device removed due to "intolerance." Patient added that surgery was "super painful." [Patient} still [has] a bruise where [their] port was and apparently there was a lot of scar tissue there."

Manufacturer narrative:
(B)(4). The device has not yet been received by allergan, based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Esophageal spasms, obstruction, over-restriction, heartburn, reflux, sore throat, anxiety, intolerance, pain, ecchymosis, and scar tissues are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the serial number has been requested. Device labeling addresses the reported event of esophageal spasms, obstruction, over-restriction as follows: "esophageal distension or dilatation has been reported infrequently. This is most likely a consequence of incorrect band placement, over-restriction, stoma obstruction, and can also be due to excessive vomiting, or patient noncompliance, and may be more likely in cases of pre-existing esophageal dysmotility. Deflation of the band is recommended if esophageal dilatation develops. A revision procedure may be necessary to re-position or remove the band if deflation does not resolve the dilatation. Obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or patient noncompliance regarding choice and chewing of food." Device labeling addresses the potential of intolerance, pain, sore throat, anxiety, ecchymosis, and scar tissues as follows: "it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body." Device labeling addresses the possible outcome of heartburn and reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."